Event description:
The consumer's wife states that while she was pushing him, the left front caster wheel allegedly broke, causing the consumer's wife to stumble. No injury is alleged.

Manufacturer narrative:
No RMA was initiated for the issue. Model is unknown, the serial number/date code unknown and the approximately age is unknown. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's wife alleges that while pushing the consumer out of the dr's office, the consumer heard a snap and the plastic on the inside of the caster allegedly shattered causing the wheelchair to tip to the side. The consumer's wife attempted to catch the consumer and allegedly occurred minor injuries to her hamstring. The consumer's wife did not seek medical attention. The consumer's wife alleged they purchased a replacement caster and threw the old caster away. The caster in not available for return.